Event description:
It was reported that a lead integrity alert (lia) was noted and increasing thresholds with a high number of short interval counts (sic) for the ventricle. Also, there were episodes of non-sustained ventricular tachycardia (ns-vt) that showed noise was sensed by the lead, indicating a fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg, implanted: (B)(6) 2011. A 407645 lead, implanted: (B)(6 )2011. A 694758 lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture of the pace/sense portion, and high impedances. A new pace/sense lead was implanted and the existing coil from the rv lead was re-used. The pace/sense connector was capped. No patient complications have been reported as a result of this event.